Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring was detached from the cartridge and was loose in the packaging. There was no impact to the user's blood glucose level and the user successfully loaded a new cartridge.